Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The same day as the event onset, the patient was hospitalized and treated with unspecified antibiotics; however, it "did not work". At the time of this report, the patient remained hospitalized, and the patient outcome was not reported. On an unknown date, the "tube" was removed and pd therapy was discontinued. No additional information is available.